Manufacturer narrative:
Additional information: d5, e1, g2, h6 ( investigation findings and investigation conclusions), h11 correction h6 (component code ) investigation results: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing number is (B)(4).

Manufacturer narrative:
An analysis of the product could not be conducted because a physical sample was not received for evaluation. Additionally, the evaluation of the manufacturing documentation was incomplete as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed in accordance with approved specifications. Monitoring of additional complaint information for potential safety signals will be carried out through complaint trending as part of post-market surveillance. If the product or further information is received later, the investigation will be updated as necessary. The manufacturing number is (B)(4).

Event description:
In the clinical trial patient (B)(4), it was reported that the patient experienced persistent sui, which had an unlikely relationship with the study device.